Manufacturer narrative:
Date of event: (B)(6) 2021. Reported 10feb2021.

Event description:
It was reported to philips that the touchscreen was not working and unable to power the unit down. The device was not in clinical use at the time of the event. This issue was found when trying to power down the device. There was no report of patient or user harm or impact. The fse replaced the touchscreen assembly to resolve the issue. The calibration was successfully completed and the device passed testing and was returned to service.